Event description:
According to the reporter the doctor felt that both generators did not complete a permanent seal. The surgeon used multiple seals per cycle to feel hemostasis was achieved. The event led to an extended hospitalization after the patient was brought back to theatre as she had a post operation bleed of 250cc and 500cc.